Event description:
It was reported to philips that the system did not boot up, stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Fse replaced the flexvision pc and the hard disk drive, reloaded operating system and software. The flexvision pc has been returned for analysis and investigation indicated a failure of the peripheral component interconnect(pci) in the flexvision pc. Philips has initiated a medical device correction(z-1144-2024) /field safety corrective action (2023-igt-bst-027). The correction has been scheduled to be implemented at the customer and the system was returned to use in good working order after the replacement of flexvision pc and hard disk drive. The codes were updated based on the investigation outcome.